Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a flailed leaflet for a mitraclip procedure. During device preparation, it was identified that a mitraclip xtw had asymmetric grippers when they lowered upon inspection after they were removed from packaging. Troubleshooting was performed unsuccessfully and the grippers continued to lower asymmetrically. A replacement mtiraclip was selected and implanted successfully. The procedure was discontinued, the final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.